Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water channels and air and water cylinders, but it was not possible to identify the foreign matter. No physical damage was observed where foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had an e311 error, not possible to complete the white balance. The event occurred at the end of the procedure. The instrument was taken to the washing room to be cleaned and disinfected but was mistakenly immersed in water without closing the electrical contact plugs and was damaged. Upon inspection and evaluation, a whitish foreign material was found inside the air/water tube and air/water-cylinder. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿e311 error, not possible to complete the white balance¿ was confirmed. The following findings were also noted during device evaluation: suction cylinder has no color, right/left knob-switch box-scope connector and scope connector cover have discoloration, grip is shaved, due to a cut on the heat shrinking tube of the lock engagement lever expected insulation capacity cannot be obtained, image guide protector is damaged, light guide bundle has breakage, objective lens has a crack, light guide lens has a crack an chip, and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.